Event description:
It was reported that upon interrogation the ventricular lead exhibited high impedance in the bipolar configuration. The lead was programmed in the unipolar configuration. The patient would be monitored via merlin.net.

Event description:
New information on (B)(6) 2014 notes the lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2014.